Event description:
It was reported that bd alaris smartsite pump infusion set had air in linethe following information was received by the initial reporter with the following verbatimit was reported by the customer that the infusion, an ¿air-in-line¿ alarm repeatedly triggered on the IV pump.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed